Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. The file indicated the use of a qualified cartridge and handpiece. Two viscoelastics were indicated, only one was qualified for the lens/cartridge combination used. The root cause for the capsular tear could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during an intraocular lens (iol) implant procedure, the capsule tore noted and lens was removed from eye. The originally scheduled procedure was completed on same day.